Event description:
User facility reported a novasure procedure was performed in 2008, following a physician exam and hysteroscopy. During the physical examination, the uterus was found to be "10/12 weeks in size" on "bulky" in nature "due to the fibroids that existed". The pre-ablation hysteroscopy revealed "a narrow cavity with no fibroids protruding into the cavity". Additionally, it was reported that the array on the disposable device would not open past 2.0cm in width but the ablation was completed with "no unusual occurrences during the duration of the procedure", which lasted approximately 120 seconds. The patient was discharged home the same day. On the following month, the patient went to a hospital "with acute lower abdominal pain for the previous 24 hours" and was admitted. A laparotomy was performed and the surgeon noted "the sigmoid colon was adhered to the uterus". A small perforation of the sigmoid colon was detected, and a resection of this necrotic portion of the sigmoid was done and a colostomy created. Currently, the patient is reported to be fine.

Manufacturer narrative:
Device history record (DHR) review for the disposable device could not be conducted as a lot number was not provided by the complainant. The disposable device involved in this event was not returned; therefore, a physical investigation was unable to be performed in our laboratory. Device history records (DHR) review was conducted for the radio frequency controller. No relationship can be established to the reported event. Evaluation of the radio frequency controller is anticipated. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU), for the novasure impedance controlled endometrial ablation system, contraindications: the novasure system is contraindicated for use in: a patient with a uterine cavity width less than 2.5cm as determined by the width dial of the disposable device following device deployment.